Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement as the customer was not using the pump at the time of the reported event. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, after resuming pump therapy later that day the malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement cable was received.